Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from the reporting physician stating in retrospect he feels the cases were not tass, but rather slightly increased inflammation. The patient has responded well with increased anti-inflammatory treatment.

Manufacturer narrative:
No sample has been returned for evaluation for the report of increase in tass; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A review of the device history record traceable to all lot numbers shipped to the customer, indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the sterilization records to all lot numbers shipped to the customer, indicates that the product was sterilized and released according to the product's acceptance criteria. (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmologist has reported at least five toxic anterior segment syndrome (tass) cases after a micro-stent implant. There are five manufacture reports associated with this. This report represents the third of five.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).